Event description:
Information was received indicating that this the patient with this ambulatory infusion pump reported that they felt electricity from the frequency of the pump. They also reported hearing human voices from the pump. No adverse patient effects were reported.

Manufacturer narrative:
Report source foreign: (B)(6).